Event description:
Customer reported a button error on his insulin pump. The numbers were scrolling when he tried to give a bolus delivery this morning. Customer stated he saw moisture under the display screen. There is a crack on the display that has been there for the last seven or eight months. Customer's blood glucose was 200 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
All buttons functioning properly during testing however, found corroded keypad traces during visual inspection. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case on display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).